Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: n/a. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6074703. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd is not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a consumer stuck herself with a bd insulin syringe with the bd ultra-fine¿ needle 1 ml 31g x 5/16" while recapping the needle. There was no report of medical intervention.